Event description:
Customer has reported that the product was broken during the tightening. Surgery was finalized without any other issue.

Event description:
Customer has reported that the product was broken during the tightening. Surgery was finalized without any other issue.

Manufacturer narrative:
Evaluation summary: deviations in the inspection documents were not found. Dimensions in the relevant undamaged areas are within specified tolerances. Due to the breakage of the blade function is no longer given. The blade broke in brittle manner due to overload. Evaluation revealed evidence that the root cause of the reported event is not linked to a deficiency of the device, but is rather related to improper handling by the user.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.